Event description:
Information received from the healthcare professional from a clinical reported the patient had indicated at the six month follow-up, during diagnostics done (B)(6) 2016, that the patient suffered hallucinations. No actions had been taken and the outcome was unresolved with no further actions planned. Etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The event was not due to programming, where the most recent programming had occurred (B)(6) 2016.